Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to intermittencies and loss of device function. In-situ test results showed that the device was not functioning according to manufacturer's specifications. Analysis found a high moisture content in the hermetic cavity. This report is submitted on march 9, 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 19 november 2019.

Manufacturer narrative:
This report is submitted on october 4, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device remains insitu.